Event description:
It was reported that the patient presented for a routine generator change procedure. The patient had a left ventricular lead that was previously disabled due to phrenic nerve stimulation. During the procedure, the disabled lead was capped on (B)(6) 2022. The patient was in stable condition.

Event description:
New information received noted that the patient was experiencing discomfort due to the phrenic nerve stimulation.